Event description:
Cardiologist was performing ptca (percuteneous transluminal coronary angioplasty.) Two stents were being placed, one in the lad (left anterior descending) coronary artery and one in the diagonal coronary artery. Both stents were deployed simultaneously and both deployed successfully. The stent balloon out of the lad was removed successfully. The stent balloon in the diagonal became stuck. Repeated attempts to remove the balloon were unsuccessful. The balloon was eventually retrieved but was not intact. Further examination revealed normal flow in both the lad and diagonal; however the patient complained of further chest pain and was subsequently transferred to another facility for coronary artery bypass surgery.